Event description:
A therapeutic vaxcel pasv PICC was placed on a female patient (age unk) in 2006. In 2006 during patient treatment the PICC was found to have a hole in the extension tubing. In addition, the patient was found to have developed a thrombus. The device was successfully removed from the patient and the complaint reported that another device was not implanted due to a non-related, but unspecified reason. Numerous attempts to obtain additional event information, including any additional patient treatment required and continued adverse affects to the patient have been unsuccessful. As reported, there was no indication from the complainant of any additional adverse affects to the patient.